Manufacturer narrative:
(B)(4)

Event description:
It was reported that during an endoscopic balloon dilatation (ebd) procedure, resistance was encountered and sheath damage occurred. The location of the lesion was reported as "biliary". The rx wallstent permalume 10mm x 80mm, however, resistance was encountered while attempting to retract the outer sheath to deploy the stent. Upon continuing to retract the outer sheath "with some force", the sheath was able to "slide the outer handle to the end" but the stent failed to deploy. The sds was removed from the pt and, upon inspection, it was noted that the outer sheath had stretched and the stent tip had not deployed. The procedure was completed with a different device. No pt injuries or complications were reported. The pt's status is reported as "good."